Manufacturer narrative:
The complaint sample was received at integer for evaluation and the reported event was confirmed. The weld adjoining the ratchet housing to the offset cup impactor (oci) body was fractured all around and the ratchet housing was removed from the oci body. A manufacturing review did not reveal any discrepancies. It is unknown what caused this observed breakage. Further investigation is underway pertaining to the cause of this failure. A follow-up medwatch 3500a will be submitted upon completion of the investigation. (B)(4).

Event description:
It was reported during an unknown procedure that the locking mechanism on the offset impactor broke during impaction. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Further investigation was completed for the observed weld fracture. It was concluded that the weld penetration was measured to be below the minimum specified on the print. The cross-sectional analysis also showed that there was seam-beam misalignment during the completion of the body to ratchet weld, which caused a majority of the weld penetration to occur in either the ratchet or the body of the offset cup impactor. Other observations: there were minimal signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; the impaction plate had some impactions, consistent with intended use; the returned complaint sample was etched per applicable drawings. No discrepancies were discovered during production record review. Date the additional investigation was completed. Updated method, result and conclusion codes based upon additional investigation.